Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-11172. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient's representative reported "multiple significant device deformations", "multiple tears on the device surface" that were discovered during explant surgery, "capsular contracture, baker grade unknown" and "depression". Later abbvie representative reported "pain", "itching", "disruption", "anxiety after implant rupture", "rupture", "stressed", ¿capsule rupture¿, ¿silicone-contaminated tissue¿, ¿ruptured implant¿, "seroma", "superficial skin necrosis" and "severe pain due to incision" and "silicone touched the patient". This record relates to the right side. The device has been explanted. Patient was hospitalized. Patient was prescribed cefazolin, unacid and cotrim forte. Patient underwent capsulectomy.